Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the customer with the reset, and instructed them to continue using the pump. The customer was advised to call back if any malfunction code recurred and acknowledged understanding.